Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had an infected pump pocket with an abscess on the right side. It was noted it was red and sore to touch. 65 ml of fluid was drained. It was noted the patient was stable. It was stated the entire system including the infected pump system was explanted/not replaced on (B)(6) 2019. (Please note: this conflicts with the previously reported information that the entire system was explanted on (B)(6)2019 and (B)(6)2019). The outcome of the event resolved without sequelae on 2019. The device diagnosis was other infection and the clinical diagnosis was pump pocket with abscess on the right side. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to the body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 an infection was noted at the pocket incision/pump pocket. The patient wanted to go to the hospital via private care. On (B)(6) 2019, the entire system was explanted/not replaced (please note: the explant date conflicts with the previously reported explant date of (B)(6) 2019). The clinical diagnosis was infection at the pump pocket. The outcome of the event was updated to unresolved at time of study exit/death/study closure. Additional information received reported the patient exited the study on (B)(6) 2019. The reason for exit was all enrolled manufacturer products were inactive. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2 mg/ml of dilaudid at 0.46 mg/day via an implantable pump. The indication for use was not provided. It was reported the patient complained of redness at the pump site and experienced a fever. The patient's incision was opening. The event date was provided as (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported the pump pocket wound was cultured. The entire system was explanted on (B)(6) 2019. It was reported the system was removed secondary to infection. It was indicated the system would be returned. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.